Event description:
It was reported clinician noted there was serous fluid draining form the pt's spinal incision site. It was noted that pt had been receiving good effect from therapy and was doing well at a follow-up visit, two weeks post implant. Pt's grandmother stated shortly after pt's follow-up visit the pt developed a fever a complained of his back hurting. The physician decided to explant both the catheter and pump based on the appearance of the spinal incision. The entire pump and catheter were explanted. The pt received 100 mcg everyday with lioresal concentration of 500 mcg/ml. The pt was being managed with oral antispasmodics and a culture was sent from the spinal incision site. It was later reported (B)(6) was cultured out from both the abdominal & spine incision. Pt was started on intravenous vancomycin & ceftriaxone. Pt was an in-pt since catheter and pump was explanted and his treatment/condition was still ongoing. The cultures from the cerebral spinal fluid & blood cultures are negative. At the time of this report, no further details were reported. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).